Event description:
It was reported that the mobile power unit (mpu) had a large kink in the patient cable portion. The mpu was sent back for replacement of the patient cable. The patient was provided a loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s (mpu) patient cable being kinked was confirmed, as the returned mpu (serial number (B)(6) ) was observed to have a kink in its patient cable near its lemo connectors upon arrival. The mpu and its patient cable were functionally tested at the service depot and at the product performance engineering department and were found to perform as intended throughout all testing, even when the patient cable was manipulated by hand throughout its length and at its kink. The mpu¿s patient cable was replaced with a new component at the service depot, and the serviced and repaired mpu was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.